Manufacturer narrative:
Failure event observed during analysis. Final analysis found an external insulation abrasion at 11.3 cm to 12.0 cm from the distal tip consistent with friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.